Event description:
Customer reported, the monitor is not displaying images.

Manufacturer narrative:
A ge representative evaluated the system and replaced a video connector. System operates as intended.